Event description:
The device is part of a recall population for fca 10-04 and was reported to be depleting batteries.

Manufacturer narrative:
(B)(4). Currently pending return of the device for evaluation.